Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to engage the connector on the catheter is inconclusive due to poor sample condition. One video sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown inserted within the patient and is in the process of being assembled with the two-piece connector. The catheter is able to be inserted into the distal connector without issue. The proximal connector is inserted into the catheter and is advanced into the distal connector. The clinician is shown to tug the catheter and proximal connector. The connector is not shown to detach or disconnect when manipulated. The product instructions for use (IFU) states, "advance completely until the connector barbs are fully attached. A tactile, locking sensation will confirm that the two pieces are properly engaged. There may be a small gap between the oversleeve and the statlock* stabilization device compatible connector with extension leg. The condition and characteristics of the components could not be closely inspected due to the lack of a physical sample. Since the exact issue could not be confirmed from the video provided, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when attaching the transparent extension tubing, no ¿click¿ was heard. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed twenty three other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the transparent extension tubing, no ¿click¿ was heard. No other information was provided.